Event description:
Meter name: one touch ii, strip name: one touch test strips, meter code: 8, strip code: 8, strip storage: stored correctly, symptoms: no symptoms. The patient reported that they stopped taking medication because of low readings. Their meter allegedly was inaccurately low. The result on the meter was 171. Units were reported as mmol/l. The result from the lab was 302mg/dl. The time difference between the patient's meter and the lab was greater than 30 minutes. Treated by doubling patient's medication. No further information has been reported.